Manufacturer narrative:
Additional information: per physician, as of (B)(6) 2021, the patient continues to have complaints. The overlap of the legs still causes severe pain. It shoots at times very strongly in the area of the ankle due to pain. Sport on the treadmill is not possible due to pain. Wound still swollen. Patient is still restricted in daily life. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient presented with fatigue and heaviness of the legs in case of visible clinical varicose veins in our consultation hours. The duplex sonographic examination revealed an advanced clinical stage of chronic venous insufficiency on the left and right leg. Under sterile conditions, analgosedation with 5 mg midazolam i.v. And continuous duplex sonographic control the right saphenous vein was punctured 5 cm distally of the knee joint gap as well as the subsequent uncomplicated radiofrequency ablation under tumescent anesthesia. It happened an analogous procedure on the left leg. After the first 4 cycles radiofrequency ablation, the tip of the catheter was pulled distally according to the application. When trying to trigger the radiofrequency ablation, the error message "device broken, replace device" appeared, so the catheter was removed for patient safety was promptly removed to pass him through a new catheter to replace. The catheter could be removed about 20 cm without any effort, but could only be recovered with great effort. The catheter tube, approximately 40 cm unwound wire, which broke off, as well as the first 10 mm of the heating segment. Immediate intraoperative rescue was not carried out because the manufacturer of the catheter had to be consulted first should be proceeded as in similar cases should. Therapeutic anticoagulation with rivaroxaban 20 mg for 3 days was initiated for thrombosis prophylaxis. X-ray imaging showed the remaining parts of the heating segment and the wire lateral to the tibia in the area of the proximal lower leg. These could in the course of local anesthesia, under sterile conditions through skin incision and careful dissection while protecting the surrounding tissue. Postoperatively, the patient reported shooting pain in the left ankle, which under therapy with gabapentin 300 mg 3 times a day were still present after months. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation visual inspection - the device was removed from its packaging for visual inspection, the tip of the heating element was returned sep arated/detached from the main insertable length of the catheter device. There is also evidence of stretching of the coil windings which is consistent with the reported event, a length of ablation wire can be seen attached to the heating element of the returned device. Extensive damage was observed to the coil/heating element, the tip of the coil/heating element was detached approximately 5.4 cm proximal from the distal tip with the remaining part of the coil/element measuring approximately 2.0 cm in length. Visual inspection under magnification revealed evidence of char and melting of fep of the detached portions of the coil heating element, there was no evidence of a clean break from the detached tip. Image review a single image was provided. A file attachment showing a x-ray image, the location of the reported partial tip of the device and coil (element/coil), located in close proximity to the knee/lower leg region. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used closurefast ablation device during procedure to treat the right great saphenous vein (gsv). Inserted approximately 5cm of the kgsp. The catheter crossed with no complication. After 4 ablations, rfa pulled the first segment to distal. Triggered again and error message "device broken, replace device" was displayed and catheter was removed but only the first 10mm of the heating segment was salvaged, subsequently still approximately 40cm of ablation wire, wire then tore off leaving the remaining wire. Patient continued with therapeutic anticoagulation. Physician will check in 4 days, then salvage the rest of the piece if necessary. The rest of the wire is still somewhere in the leg, but cannot be located with the ultrasound. Physician would try to located it and then recover it by means of a mini-phlebectomy. Physician was able to successfully recover the catheter tip by means of vena - section in the area of the knee / lower leg. No other wire elements were shown in the ultrasound. The patient is doing well, she has not suffered any damage, except for the re-operation. The physician plans to re-run rfa in the course of the process. No further patient injury reported.